Event description:
Colostomy takedown. Cs29 dlu opened, closed, got into firing range and was fired without any issue. One day post-op, pt passed out while heading to the bathroom. Pt began to leak blood from the rectum. Surgeon made decision not to operate immediately and thus ordered three units of blood to replenish the loss. The leak soon stopped on its own, and the pt went home a couple of days later.

Manufacturer narrative:
Device was disposed of by hosp. Therefore, unable to f/u. No conclusion can be drawn.